Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
After entering the tube, the tube cannot be separated from the needle core. When the needle core is withdrawn, the tube is also stacked and pulled back, and cannot be separated.

Manufacturer narrative:
A comprehensive review of the manufacturing and inspection records for this lot has been completed. No deviations or non-conformances were identified. One sample was returned by the customer for examination. A visual inspection and testing were conducted on the returned product. The stylet was stuck in the catheter due to the dried body fluids; therefore, the evaluation cannot be conducted further. No corrective action can be taken at this time since the issue cannot be duplicated. Additional information provided in d.9., h.3., h.6. And h.11.